Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a prosthetic aortic valve procedure, the lead was found to be beyond the rv apex. The lead was cut and explanted transvenously.